Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device did not communicate. A technical support specialist (tss) logged into the server and confirmed that a few messages were stuck. The interface's last heartbeat date and time was delayed by several minutes. The tss restarted the network services, but the issue persisted. The tss found a time synchronization issue on the server, then the tss corrected it, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.